Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent right hip replacement surgery. Subsequently, an incision and drainage procedure was performed due to delayed wound healing, and where also an old hematoma was encountered. The wound was debrided and irrigated without signs of infection noted.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: g7 osseoti 3 hole shell, catalog #:110010244, lot #: 6382214; medical product: act artic e1 hip brg, catalog #:ep-200148, lot #: 026970; medical product: g7 dual mobility liner 42mm, catalog #:110024463, lot #: 592180; medical product: tprlc 133 fp type1 pps ho 8.0, catalog #:51-101080, lot #: 2941040. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent right hip replacement surgery. Subsequently, an incision and drainage procedure was performed due to delayed wound healing, and where also an old hematoma was encountered. The wound was debrided and irrigated without signs of infection noted.